Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that: during the placement of a capio suture, the bullet has come loose from the suture and may have remained in the body. The surgeon has not been able to find the bullet and is not sure if the bullet was left behind or if it ended up in the receiver of the capio slim device after all. The procedure was completed with another of the same device.